Event description:
During pci procedure, the patient had three endeavor sprint rapid exchanged (rx) drug-eluting stents successfully deployed at mid lad and first diagonal. Approximately 4 months post procedure, patient expired. Cause of death is reported as mi. No ECG or cag was performed. (Reference MFR # 9612164-2011-01574, 9612164-2011-01575 and 9612164-2011-01576).

Manufacturer narrative:
Incorrect MFR #s referenced. Reference MFR # 9612164-2011-01576, 9612164-2011-01577 and 9612164-2011-01579.

Event description:
Reference MFR # 9612164-2011-01576, 9612164-2011-01577 and 9612164-2011-01579.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction and death), (root cause of the event could not be determined), (no device received for evaluation). (B)(4).